Manufacturer narrative:
Clarification to d.6a.: (B)(6) 2016 to (B)(6) 2018.

Event description:
Additional information received from an updated article of "xen implant device versus trabeculectomy, either alone or in combination with phacoemulsification, in open-angle glaucoma patients" noting "the study extends the findings of our earlier 12-month evaluation of the xen implant device versus trabeculectomy to 36 months."

Manufacturer narrative:
Parra, maria teresa marcos, et al. "Xen implant device versus trabeculectomy, either alone or in combination with phacoemulsification, in open-angle glaucoma patients." Graefe's archive for clinical and experimental ophthalmology, may 2019, https://doi.org/10.1007/s00417-019-04341-y. (B)(4). The reported events of irido-corneal touch, bleb related-leakage, hyphema, fibrosis, high intraocular pressure, surgical revision and tenon's cyst are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of ac flattening, positive seidel, hyphema, bleb fibrosis with needling and surgical revision, and tenon's cyst in the unknown eyes were noted in the article: "xen implant device versus trabeculectomy, either alone or in combination with phacoemulsification, in open-angle glaucoma patients." Graefe's archive for clinical and experimental ophthalmology, may 2019, https://doi.org/10.1007/s00417-019-04341-y.